Event description:
It was reported that this right atrial (ra) lead exhibited noise and oversensing resulting in inappropriate atrial tachy response (atr) episodes. No pacing inhibition was observed or mentioned. It was noted this patient becomes symptomatic to device programming changes. This ra lead remains in service. No adverse patient effects were reported.disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).